Manufacturer narrative:
(B)(4).date of event: only event year is known: 2021 batch # unknown. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. What was done to address the issue? Did the patient require additional medical intervention to address the issue? If yes, please explain. Thank you.

Event description:
It was reported that the physician used skin stapler pxw35 on a patient to close the abdominal incision. When the doctor had patient come back for check up he pulled dressing off and the staples were off the patient and the incision was opened.